Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01197. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for an internal iliac arteriovenous malformation using ruby coils and a ruby coil detachment handle (handle). During the procedure, the handle became stuck preventing advancement of the detachment zone of the pusher wire into the handle. The handle was removed and the ruby coil was successfully detached using a new handle. While advancing a new ruby coil through another manufacturer's microcatheter, the physician heard a snap near the end of the microcatheter and noticed that the ruby coil had unintentionally detached inside the microcatheter. Upon removing the microcatheter from the patient, the physician noticed that it was kinked. The procedure continued using new ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional information was obtained by the manufacturer. Therefore, the following sections have been updated on this report: patient identifier. Age at time of event.